Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests her blood glucose 3-4x daily. The patient manages her diabetes with metformin pills, humalog insulin and lantus insulin. The alleged issue began about 3 months prior to contacting lfs. The patient reported blood glucose results of "121 and 163 mg/dl" and "121 and 184 mg/dl" with the subject meter, performed within 20 minutes of each other, respectively. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient denied making changes to her usual diabetes management routine. About 2-3 hours (sometimes more) after the start of the alleged issue, the patient claims she felt low blood glucose symptoms of heart pounding, sweating and shaky hands. The patient ate chocolate (or homemade blueberry syrup) as treatment and reportedly felt better about 5-10 minutes after. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (6/27/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 4/10/2013 and 6/19/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 4/24/2013 for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.